Manufacturer narrative:
(B)(4).

Event description:
Clinic received a nst episode for the patient on home monitoring. Reviewing the recording there appears to be noise on the rv channel and lower frequency noise on the atrial channel. Values for impedance, threshold, and sensing appear in range. In the past patient had a recording in (B)(6) that also showed some rv channel lead noise. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.